Event description:
On (B)(6) 2012, hansson pin operation was performed. Before the insertion of hansson pin, the surgeon confirmed the inner pin in the hole of the hansson pin and he inserted the hansson pin. He was going to push out the inner pin by t-handle, the inner pin was not pushed out. He confirmed the inner pin in the hole of the hansson pin again. It seemed to be in the depths. He used other hansson pin and finished the operation.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.